Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired 'power reboot events'. In addition, it was reported that the battery compartment was cracked and that the user was unable to remove the battery cap from the pump. Also, it was reported that there was evidence of moisture or corrosion in the pump. Furthermore, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption; per the instructions for use (IFU), the yellow o-ring of the battery cap should not be visible during pump operation, otherwise the pump is susceptible to power-related failures. Lastly, the reporter stated that the power issue was not due to the inability to remove the battery cap to replace the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 09/23/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed no evidence of a power issue. A battery compartment crack was observed. No moisture was observed within the battery compartment. The returned battery cap contacts were within specification. The cap was able to secure properly to the pump. Leak testing revealed a battery compartment leak. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Pump case cracks were observed; leak testing revealed pump case leaks. (B)(4).